Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged powerglide catheter and guidewire was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 20ga x 10cm powerglide pro midline catheter assembly. The sample was received assembled. Blood residue was observed throughout the sample. The catheter overlaid the needle shaft. The needle perforated the catheter approximately 1cm from the distal end. A 3.7cm fragment of guidewire was received detached from the assembly. The fragment coil wire was not elongated. Microscopic inspection of the break in the guidewire revealed a primarily granular fracture site with a region of increased luster. Curved shape memory was observed in the vicinity of the break. Microscopic inspection of the needle bevel revealed mechanical damage along the proximal edge. The catheter perforation was consistent with damage caused either by retraction of the catheter against the needle bevel or needle re-insertion into the catheter following catheter advancement or partial advancement. The guidewire and needle bevel damage were consistent with retraction of the wire against the needle bevel. Such damage can occur if a too-steep angle is used during device insertion combined with wire retraction into the needle following advancement. The IFU warns against catheter retraction following advancement and further needle insertion following catheter advancement. A lot history review (lhr) of recx1002 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recx1002) have been reported from the same facility.

Event description:
It was reported that two powerglide catheters sheared on the needle during insertion. No other information was reported. This report addresses the second device.